Manufacturer narrative:
This is the inital report submitted regarding this surgical event and medical device.

Event description:
Item was not explanted and is still in patient. Patient was dislocating, so surgeon wanted to change poly, check glenoid, possibly longer stem. In checking what was previously implanted, realized that nickel had been implanted in patient in (B)(6), and had to notify surgeon because he did not have all options he may have thought and might even want to explant everything. Surgeon was notified of what contained nickel. He chose to remove spacer, change poly, and change glenosphere but leave stem in.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.